Event description:
Reportedly, the patient, who is implanted with an abdominal pacemaker and (non-sorin) epicardial leads, fell. The pacemaker is programmed in vvi mode with 45 min-1 basic rate due to atrial fibrillation. The ventricular capture threshold is 7.5v for 1ms and intermittent ventricular loss of capture was observed. Normal lead impedance curve with slight fluctuations was noted. Preliminary analysis confirmed the reported intermittent ventricular loss of capture and the high ventricular capture threshold.

Manufacturer narrative:
Patient code(s) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the patient, who is implanted with an abdominal pacemaker and (non-sorin) epicardial leads, fell. The pacemaker is programmed in vvi mode with 45 min-1 basic rate due to atrial fibrillation. The ventricular capture threshold is 7.5v for 1ms and intermittent ventricular loss of capture was observed. Normal lead impedance curve with slight fluctuations was noted. Preliminary analysis confirmed the reported intermittent ventricular loss of capture and the high ventricular capture threshold.